Event description:
Customer reported via phone call that their sensor and blood glucose readings were off. Customer states that the insulin pump keeps turning itself off and they are receiving a threshold suspend.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed testing. The sensor passed per specifications due to accurate readings. Unable to confirm the needle complaint due to the needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.